Manufacturer narrative:
Image review: one photograph was received from the account, capturing the resolute integrity 2.25x26mm shelf carton. The stent size and lot # match that reported by the account. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 22nd and 23rd distal stent wraps, with struts raised and stretched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion reported to have 95% stenosis. No damage was noted to packaging. The device was inspected with no issues identified. Negative prep was not performed. It was reported that stent deformation occurred during positioning/advancement of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used during delivery. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy. The device was replaced by a medtronic product to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.